Event description:
The customer reported that the device shuts down after a few minutes during active patient monitoring and during the startup procedure. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned device was evaluated. The device was found to have a low internal battery capacity. This prevents the device from holding a charge for more than three minutes. (B)(6). Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device shuts down after a few minutes during active patient monitoring and during the startup procedure. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact